Event description:
What had happened was we injected the medication into the bag. When she went to withdraw the needle from the bag after she had injected the medication, the rubber port where you inject the medication into came off with the needle and caused the dose to spill out over the technician and the counter.